Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that lot numbers 262129 and 271332 and the devices were manufactured in (B)(6), USA. Date of implantation has been updated from (B)(6) 2006 to (B)(6) 2004, and date of explantation was (B)(6) 2018. In addition, the date problem observed was 1/04/18. In addition, the replacement devices were gel mentor memorygel breast implants 235cc. In addition, the facility name is (B)(6), USA (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor memorygel breast implant 350cc, catalog number 3507350bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with gel mentor memorygel breast implants 350cc and experienced bilateral rupture after implantation. The rupture was diagnosed by the healthcare professional by MRI on (B)(6) 2018. As a result, the devices were explanted on an unknown date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/06/18, it was reported to mentor that the device history record (DHR) of lot number 262129 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt to mentor, the device contained cloudy gel. Brown and white material was observed within the device. Brown and white material and gel were observed on the shell surface. Upon initial inspection, a rent measuring approximately 14.0 cm was observed within an area of siltex cracking on the superior edge affecting the posterior and anterior aspects. No other anomalies were observed. The complaint of rupture was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).